Event description:
It was reported by the patient "my chest is vibrating where the scar is (located). The other day it was puffed up where the scar is and I went to the emergency room twice and they told me to follow up with the physician and manufacturer. I called the cardiologist and he is out of office until after labor day and they can see me then. It comes and goes and lasts about two seconds. Can't anyone tell me if it is defective?" The patient was referred to the physician. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient "I went to the veterans affairs hospital and the emergency room a couple times and they could not offer any help. I called my cardiologist and the nurse told me it should vibrate. I went to my heart doctor who called the manufacturer representative who had an emergency and did not attend the appointment."